Event description:
A pt consulted their general practitioner for a history of two transient ischemic attacks, progressive exercise intolerance and palpitations. A secundum atrial defect was diagnosed clinically and be tee. The pt was referred to the hosp for transcatheter closure with an amplatzer asd. After balloon sizing under fluoroscopic and tee, a 24mm asd device was placed with no residual shunt in 2004. The procedure was uneventful. At their 6-weeks follow-up approx chest x-ray and echo showed the device had embolized at the level of the aortic arch, between the innominate and left common carotid arteries. The pt was referred for emergency surgery, being completely asymptomatic. The device was localized, but fluoroscopy and tee revealed a secondary migration of the device from the proximal end of the aortic arch towards it's distal segment. In order to avoid a more invasive procedure on the aortic arch and the cerebral vessels, the physician's decided to remove the device using a cook-william endovascular retrieving forceps, placed over a guidewire in the proximal segement of the ascending aorta after atrial septal defect closure. After aortic clamping with combined antegrade and retrograde cardioplegia, the septal defect was repaired with a running suture through a right atrial approach. A vertical aortotomy was performed to extract the device. It was noted that the entire surface of the device was completely thrombosed. The aorotomy was performed to extract the device. It was noted that the entire surface of the device was completely thrombosed. The aortotomy was closed and the aorta declamped. The entire operation was performed under mild hypothermia at 34 c; there was no circulatory arrest. The pt spent 19 hours in ICU and was discharged home on the eighth post-operative day. Pt was well at 4-month follow-up; tee showed complete closure of the septal defect with no residual shunting. Additional information received from aga's distributor in 08/2005, stated that the defect measured 22mm by spherical balloon catheter equalizer and 27mm from bs under control tee and endo cariac acunav. The asd defect showed lack of tissue on retro aortic segment. Pt is a golf player and was back golfing one week after device implantation.